Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, wear abrasion, crease flat, and red particles. Leak test was performed and found an opening on posterior. A microscopic analysis was performed which identified smooth crease opening on posterior. Fill test inspection was performed and the result was no blockage. Based on the device analysis, the final assessment was a smooth crease opening on posterior due to a fold flaw opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "rupture". Device remains implanted.